Event description:
New information received notes that the insertable cardiac monitor was in backup operation due to software-related reasons.

Event description:
New information received notes that the patient was seen in clinic and the insertable cardiac monitor and its telemetry were restored through reprogramming. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the insertable cardiac monitor was unable to be interrogated via bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of reset was confirmed. Based on the information provided, it was determined that the device experienced power-on (por) resets. The root cause of the por was unable to be determined. Additionally, it was determined that the device¿s real time clock (rtc) value was not restored correctly following the reset recovery, which prevented the device from being interrogated. No other anomalies were found.